Manufacturer narrative:
(B)(4). The sample will not be returned.

Event description:
It was reported the procedure was being performed in the nephrology unit. During the catheter tunneling procedure, there was a disconnected between the red connector of the catheter tip and the tunneler tip. As a result, the catheter was removed and another kit was successfully placed. The clinician noted heavy bleeding but no transfusion was required. There was no delay in treatment and no pt death or complications were reported.